Event description:
E was initially received via regulatory authority (FDA, reference number: mw5078983) on 20-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding"), cholecystectomy ("gallbladder removed"), appendicectomy ("appendix removed") and iron deficiency anaemia ("low iron and anemia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), appendicectomy (seriousness criterion medically significant), iron deficiency anaemia (seriousness criterion medically significant), ovarian cyst ("ovarian cysts") with adnexa uteri pain, dysmenorrhoea ("severe cramping during periods/ cramps"), dental caries ("tooth decay"), tooth fracture ("teeth breakage"), tooth loss ("teeth loss"), rash ("unexplained rashes, particularly on lower extremity"), weight increased ("gain weight particularly around my mid section"), fatigue ("fatigue"), lethargy ("lethargy"), anxiety ("anxiety"), pain in extremity ("leg ache") and mood swings ("mood had stabilized after essure removal"). The patient was treated with iron and surgery (hysterectomy, fallopian tube removal). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, rash and pain in extremity was resolving, the genital haemorrhage, dysmenorrhoea and mood swings had resolved and the cholecystectomy, appendicectomy, iron deficiency anaemia, ovarian cyst, dental caries, tooth fracture, tooth loss, weight increased, fatigue, lethargy and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, appendicectomy, cholecystectomy, dental caries, dysmenorrhoea, fatigue, genital haemorrhage, iron deficiency anaemia, lethargy, mood swings, ovarian cyst, pain in extremity, rash, tooth fracture, tooth loss and weight increased to be related to essure. The reporter commented: after essure removal, many symptoms have since diminished. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078983) on 20-aug-2018. The most recent information was received on 14-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding"), cholecystectomy ("gallbladder removed"), appendicectomy ("appendix removed") and iron deficiency anaemia ("low iron and anemia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), appendicectomy (seriousness criterion medically significant), iron deficiency anaemia (seriousness criterion medically significant), ovarian cyst ("ovarian cysts") with adnexa uteri pain, dysmenorrhoea ("severe cramping during periods/ cramps"), dental caries ("tooth decay"), tooth fracture ("teeth breakage"), tooth loss ("teeth loss"), rash ("unexplained rashes, particularly on lower extremity"), weight increased ("gain weight particularly around my mid section"), fatigue ("fatigue"), lethargy ("lethargy"), anxiety ("anxiety"), pain in extremity ("leg ache") and mood swings ("mood had stabilized after essure removal"). The patient was treated with iron and surgery (hysterectomy, fallopian tube removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, rash and pain in extremity was resolving, the genital haemorrhage, dysmenorrhoea and mood swings had resolved and the cholecystectomy, appendicectomy, iron deficiency anaemia, ovarian cyst, dental caries, tooth fracture, tooth loss, weight increased, fatigue, lethargy and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, appendicectomy, cholecystectomy, dental caries, dysmenorrhoea, fatigue, genital haemorrhage, iron deficiency anaemia, lethargy, mood swings, ovarian cyst, pain in extremity, rash, tooth fracture, tooth loss and weight increased to be related to essure. The reporter commented: after essure removal, many symptoms have since diminished. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.